Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the power management printed circuit board assembly (pcba) and confirmed the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was battery failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to the latest service manual to repair the issue as well as replacement of the battery. The customer then requested onsite service to replace the power management (pm) printed circuit board assembly (pcba). Onsite service is pending.